Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the atrial lead exhibited intermittent oversensing. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the outer insulation was abraded at 29.1 cm - 29.5 cm from the distal tip, due to friction with another device. The outer insulation was also abraded at 33.1 cm - 33.4 cm and 33.2 cm and 33.3 cm from the distal tip, due to friction with the device can. Suture sleeve impressions were found at 32.0 cm and 32.3 cm from the distal tip.